Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five hours after the patient was intubated in the ICU, an air leak from the cuff was suspected. The tube was removed and the patient was reintubated with another tube.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours and no leaks were observed in the sample, no failure mode was observed in the received sample, the sample analysis was completed. No corrective actions are required since no failure was confirmed in sample received for evaluation, the product meets specifications. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.